Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted coronary dilatation catheters (cdc), nc traveler rx, global, costa rica, instruction for use (IFU), specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the reported violation caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a heavily tortuosity, chronic total occlusion lesion in the right coronary artery. The 3.50x20mm nc traveler balloon dilatation catheter (bdc) was not prepped outside of the anatomy prior to use. The bdc was advanced to the lesion; with resistance from the anatomy. The balloon was dilated to 18 atmospheres and ruptured. Another 3.2x2mm bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.